Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (unable to complete incoming functional testing) has been confirmed. Upon investigation the monitor displayed service code 203: pulse test fault. The cause for the failure was isolated to the j1000 connector making intermittent contact. The root cause for the intermittent j1000 connector was not positively identified. No adverse event resulted from the defective equipment.

Event description:
A us distributor reported that a monitor was unable to complete incoming functional testing.